Manufacturer narrative:
This is the same event as 3010536692-2015-00326.

Event description:
Allegedly the patient was revised due to lysis socket; pain; adverse soft tissue reaction to particle debris (left). Revision njr index no: (B)(4).